Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump implant date was unknown. Regarding if there were any external/environmental/patient factors that may have caused or contributed to the nurse/staff having only heard the pump alarm once and without knowing it was a pump alarm, it was indicated that the medical team didn¿t know that the patient was implanted with a baclofen pump. The medical team never hear the alarm. It was further noted that the room was noisy with different alarms (monitoring, etc.).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1,000.0 mcg/ml at a dose rate of 154.8 mcg/day via an implantable pump. It was reported that the patient underwent baclofen withdrawal in early december after forgetting to refill the pump. As per the pump's log, a non-critical alarm regarding low reservoir occurred on (B)(6) 2025 followed by a critical alarm regarding empty reservoir on (B)(6) 2025. The patient was unable to alert the nursing staff when the pump alarm sounded. Only one nurse reported hearing an alarm once between (B)(6) 2025 regarding the low reservoir alarm and (B)(6) 2025 regarding pump refill without knowing that it was the intrathecal pump. The withdrawal symptoms enabled the team to identify that the pump had not been refilled, but the additional oral treatment (medication) did not cause any particular complications for the patient. Refilling the pump and reprogramming the pump (B)(6) 2025 resolved the problem. The pump was now functional, working well, and the patient was okay. The pump would not be explanted.